Event description:
It was reported that tip detachment occurred. Arteriosclerosis obliterans of lower limbs was performed. The severely calcified and occlusive lesion was located in anterior tibial artery. A 300cm, 8cm poly tip v-18 control wire guidewire was advanced, however, resistance was encountered and a complete tip separation was noted. The broken tip was removed using a gasper and the procedure was completed with another of the same device. There were no complications reported and the patient is stable.